Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colonization procedure, while assembling the device to another electrode it activates itself. The instrumentalist tried to switch the tip of the pencil to a ball electrode and received a touch of electrical current. They replaced the device with a like device to complete the case.